Manufacturer narrative:
B5 - lens was not removed or replaced. Problem was resolved. Patient is happy. He will be closely monitored. Claim# (B)(4).

Manufacturer narrative:
B5: lens was replaced on an unknown date. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -3.5/1.0/097 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Excessive vaulting was observed.

Manufacturer narrative:
Patient demographics unk. Claim#: (B)(4).